Manufacturer narrative:
An event regarding pain and fluid draining involving a trident liner was reported. The event was not confirmed. The reported device was not returned for evaluation. A device history review the reported device was manufactured and accepted into final stock. A complaint history review not performed as no device specific failure modes were reported. The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient had a right hip replacement on (B)(6) 2008 and is having pain in groin area. X-ray showed mass of fluid in hip area. Patient reported she was in so much pain the doctor had to drain fluid.

Event description:
It was reported that the patient had a right hip replacement on (B)(6), 2008 and is having pain in groin area. X-ray showed mass of fluid in hip area. Patient reported she was in so much pain the doctor had to drain fluid.

Manufacturer narrative:
The following other devices were also listed in this report:delta v-40 ceramic head 32/+4; cat# 6570-0-232; lot# 16673001.trident hemispherical cluster 50mm; cat# 502-01-50d; lot# 25974001.citation tmzf ha stem #2 right; cat# 6265-5112; lot# 18072802.it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report.